Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement surgery on (B)(6) 2016, the surgeon noted that the negative helix on the replacement lead was deformed and could not be placed on the patient's nerve. A backup lead was used for the procedure. A company representative who attended the procedure did not observe any anomalies in the handling of the suspect lead prior to the procedure; the surgeon reported his visual observation quickly after opening the lead packaging. Review of manufacturing records confirmed that the lead passed all functional tests and quality inspection criteria prior to distribution. The suspect lead has been returned to the manufacturer where analysis is currently underway.

Event description:
Analysis of the unused lead was completed and it was found that the positive electrode was stretched and the helical was misshaped. The negative electrode presented an electrode ribbon that was stretched and partially detached from the helical and the helical was misshapen. The observations were attributed to manipulation of the lead during the attempts to implant the lead. The observation of dried bodily fluids on the helices did reveal that there was actually an attempt to implant the lead.